Event description:
It was reported that the patient received inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). The reason for the shock was the device used the ventricular greater than atrial rate branch because some of the atrial tachycardia signals were falling into the post ventricular atrial blanking period (pvab). Programming changes were recommended and to be completed at a future date. The patient was asymptomic and experienced no adverse health consequences.